Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was reportedly no moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: multiple consecutive unexpected power on reset (por) events were observed on (B)(6) 2016. The battery compartment was found to be cracked below the grip pad. No damage was observed to the returned battery cap. The battery cap was able to secure tightly to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots. The ¿ez-prime¿ steps were performed correctly; no power interruptions occurred during the investigation. The reported ¿no power¿ complaint was unable to be duplicated during investigation. The pump¿s cover was removed; moisture corrosion was found to the continued glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.